Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had incessant low flow alarms. Log files were submitted for review and captured numerous low flow events on 26aug2024 which occurred at times when pulsatility index (pi) was elevated. The patient had elevated lactate dehydrogenase (ldh) and it was noted that the patient had a recent cerebrovascular accident (cva) (cs-200371). Additional log files were submitted for review and captured low voltage hazard/no external power events at 0811 on 05sep2024 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. This event lasted around 12 seconds. The log also noted several low flow events on the morning of 06sep2024 and intermittent audible low flow events were captured at 0038, 0132, and 0143 on 08sep2024 which were associated with elevated pulsatility index (pi) values.

Manufacturer narrative:
H5 - labeled for single use?: correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log files. Beginning at 8:11:15 on (B)(6) 2024, the relative state of charge (rsoc) and voltage values of both cables began to decrease steadily while the controller was connected to the mpu, activating low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts a few seconds later at 8:11:19, a no external power alarm activated. This sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The no external power alarm cleared shortly later at 8:11:27 on (B)(6) 2024, when external power appeared to be restored to the system. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: unknown) was not returned to abbott for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not known. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.